Event description:
In 2008, the patient reported 2 large air bubbles formed in the insulin cartridge of her infusion device. She stated she was unable to work the bubbles to the top middle part of the cartridge. She pulled the plunger rod down to fill the cartridge, but another air bubble formed in the cartridge. She reinserted the insulin into the bottle and opened a new cartridge which she lubricated by pulling the plunger rod up and down 3 times. She stated that medium sized air bubbles formed in the cartridge which she was able to push out. She placed the adapter and tubing on the cartridge and completed the change the cartridge process on her own. The patient was educated on techniques to try if air bubbles form again. On follow up with the patient the following month, the patient stated she has not experienced any additional air bubbles since the previous call. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.